Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump alarmed no delivery. Customer's blood glucose level was over 600 mg/dl. The customer treated her high blood glucose level with the insulin pump and backup plan. After a 5 unit fixed prime, the insulin pump alarmed no delivery and insulin did not exit. The device was not returned.